Manufacturer narrative:
(B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/17/2025. An investigation was conducted on 02/18/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. The insufflation tube was observed to be detached from the btt. No other testing was conducted due to the detachment of the insufflation tube. Based on the returned condition of the device "improper flow or infusion" was not confirmed, however, the analyzed failure "break" was observed. The lot # 3000441774 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported vasoview hemopro 2 won't hold co2. A new replacement device was used to complete the procedure. There was a 10 minute procedural delay. There were no patient injuries or harm reported.